Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/24/2013: the device was returned to animas and evaluated by product analysis on 09/06/2013 with the following results: confirmed moisture in pump, due to internal moisture damage pump is unresponsive, blank display, no audible, no vibration. Battery compartment intact, no damage. No evidence of moisture contamination found inside battery compartment. No battery cap returned. A test cap was used for all testing. Pump case cracked in lower right hand corner of the display area. Leak test shows leak at crack in pump case.pump case was removed, evidence of moisture contamination identified throughout inside of pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. The subject pump had moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.